Manufacturer narrative:
There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction.

Event description:
Consumer alleges while using the heating pad in bed the cabling near the controller caught on fire and damaged her queen comforter. There was not a report of personal injury with this incident.